Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device was filled with an unknown volume of cefazoline (non-baxter product) and 5% glucose (non-baxter product) and connected to the patient for treatment for "infected hip prosthesis". At the end of the expected infusion time, 30 ml of solution remained inside of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.